Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with hyperglycemia and, while sleeping, inadvertently triggered multiple meal announcements, after which she reported persistent high glucose; she denied site wetness or insulin odor and was advised to replace the infusion set and pause ilet delivery after receiving 3 units of subcutaneous insulin by pen. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included user coaching on infusion set replacement, device reconnection timing to avoid insulin stacking, and education on resuming automated insulin delivery after backup therapy. Investigation of this case revealed user-initiated accidental meal announcements with no evidence of infusion set leakage or device alarms, consistent with improper use leading to excess insulin announcements and subsequent management with temporary pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to accidental meal announcements and therapy management outside the automated system.